Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the emergency room after experiencing multiple syncope episodes. Upon review, high out of range, high capture threshold was observed on the right ventricular channel due to dislodgement. The lead was replaced. Patient is in stable condition.